Manufacturer narrative:
On july 1, 2025, the mentor failure analysis lab received the device for evaluation. On july 6, 2025, device evaluation was completed as follows: mentor conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned device determined that the breast implant was found to be ruptured. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 8, 2025, following information was received and corresponding fields have been updated on this form: field d1 for brand name has been updated to "mentor memorygel breast implant". Field d2a for common device name has been updated to "prosthesis, breast, noninflatable, internal, silicone gel-filled". Field d2b for procode has been updated to "ftr". Field d4 for catalog number has been updated to "3504001bc". Lot number "9596829"has been added to field d4. Field d4 for unique identifier( UDI) has been updated to (B)(4). D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Fields d6a for implantation date have been updated to (B)(6) 2022. Field g4 for PMA/ 510(k) has been updated to "p030053". A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left deflation. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 35-year-old caucasian female patient underwent revision breast augmentation with unknown size unknown saline implants and left side deflation was found during removal only surgery on (B)(6) 2025.

Manufacturer narrative:
On may 27, 2025, mentor became aware of the following and corresponding fields have been updated on this form: impacted side was "right". Serial number was provided as "(B)(6)" added under field d4. Complete UDI number "(B)(4)" has been added under field d4. Reason for device explant and/or reoperation: right rupture manufacturer¿s reference number: (B)(4).